Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 200 mg/dl. Th customer stated that there is tiny pen head bubbles in the reservoir. The customer was advised to remove reservoir, rewind , reinsert reservoir and run manual prime/fill tubing with current set. The customer reported insulin exited at the quick release. Customer has changing his set out.